Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. Additional h6 component code: g07002- conforming device. A manufacturing record evaluation was performed for the finished device v4420h; qcbdpht0 number, and no non-conformances were identified. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that two unopened samples of product code v4420h were received for evaluation. Visual inspection of two unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, fraying or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you confirm was there any patient consequences? Answer: no. Can you please clarify how many sutures presented the issue?- answer: according to ot, only those used at that surgery was having issues. Subsequent usage was fine. Device status. Answer: the faulty suture is unavailable. Sales rep to send back unused suture 1 piece each of reported batch number for investigation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-00479, 2210968-2021-00480, 2210968-2021-00482 and 2210968-2021-00483.

Event description:
It was reported that the patient underwent a c-section in 2020 and the suture was used. It was reported that the suture frays at the swage site during surgery, eventually suture snapped after that. There were no patient consequences reported.